Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead was not able to be secured into the ins. As part of troubleshooting performed, it was attempted to remove the lead and reinsert it. A new ins was then opened and used and the lead was able to be secured. No surgical intervention had occurred or were planned. The issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial #(B)(4) showed that the setscrew was backed out beyond the point of being able to engage with the connector block. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. Good, stable out was seen on all electrode pairs. If information is provided in the future, a supplemental report will be issued.